Manufacturer narrative:
This report is submitted on november 8, 2022

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.